Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
The patient underwent a spinal surgical procedure with the use of rhbmp-2. It was reported that the patient allegedly sustained unspecified injuries resulting from the procedure. No additional information has been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion surgery in which rhbmp2/acs was used. As per op-notes ¿prior to insertion of the boomerang graft, autograft, which was stripped of soft tissue was inserted for interbody fusion along with bmp-2 protein. Half of the allograft bone and autograft bone was then placed in the lateral gutters over the transverse process of facet junction along with osteofil: next the device was disengaged and removed. The wound again was copiously irrigated with antibiotic saline protecting the osteofil and bone graft with a sponge. The rest of the autograft, autograft bone, bmp-2 protein and osteofil were placed in the lateral gutters for fusion.¿